Event description:
It was reported that the patient experienced a loss of therapeutic effect on the right side. It was noted that the patient had a "slight tremor in his right hand since his operation" but it had become worse. The patient's right implant was checked with the patient programmer and "all the status lights lit up." When the patient's left implant was checked, only the 9v battery status light could be seen. It was noted that the patient's wife was not able to turn the device back on. It was noted that there were "issues" with the left implant. The patient had a scheduled physician's appointment. The patient outcome was not provided.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3387s-40, lot# v027626, implanted: (B)(6) 2008. Product type: lead. (B)(4).

Event description:
Follow up information received reported that the cause of the event was that the implantable neurostimulator (ins) was "dead". Patient symptom of an increase in right tremor was confirmed. The ins was replaced on (B)(6) 2012. Reprogramming was performed on (B)(6) 2012 with excellent results. The patient outcome was reported as recovered without sequelae.